Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and blood glucose level of 575mg/dl considered life threatening by healthcare professional. The customer was treated with intravenous fluids of saline and insulin. The customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, a malfunction alarm had occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.